Event description:
On (B)(6). 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that the iol stuck in the injector and suddenly released into the bag and hit the capsule causing a ruptured capsule necessitating iol explantation and exchange.

Manufacturer narrative:
The reference (B)(4). Has been allocated to this case by rayner. The event description provided states that the iol stuck in the injector and suddenly released into the bag and hit the capsule causing ruptured capsule so the lens was not centered and could not be aligned. The patient will require a secondary procedure to explant and exchange the lens for a sulcus fixated iol. The device is not available for return to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient evidence and information available in this case to establish the cause of the event.